Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to wait 30 minutes occurred. Data was evaluated and the allegation was confirmed as signal loss greater than one hour. The probable cause could not be determined. The reported event of an alert to wait 30 minutes is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.